Manufacturer narrative:
A supplemental smdr was submitted to correct the medical device brand name.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had user trouble with their validation code. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user trouble with their validation code while issuing out a medication to a patient. The technical support specialist remoted into the station to verify that zones were properly set up and confirmed that the drawer containing the medication could be opened. The pharmacy was asked to retry the code, and this time it worked successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had user trouble with their validation code. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.